Event description:
Hearing performance with the device was affected since the user was hit on the head with a baseball around the beginning of (B)(6) 2020. The user was re-implanted on the (B)(6) 2020. This report refers to 9710014-2020-00507. For further information please refer to this report.